Event description:
The hcp reported that while placing the bravo ph monitor, the capsule would not attach to the pt's esophagus. The capsule ended up coming off in the pt's mouth. No serious injury to the pt was reported.

Manufacturer narrative:
Final device analysis revealed no significant anomalies. There was not enough info to determine the root cause of the failure. It appears that the capsule did not deploy properly from the delivery system. The device was returned with the capsule separate from the delivery system. The capsule trocar needle was advanced and some blood was present. The plunger had been fully depressed and retracted.